Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40s mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.